Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 19 colony forming units (cfus) of klebsiella pneumoniae, 8 cfu's of e.coli, 8 cfu's of enterococcus casseliflavus, 5 cfus of enterococcus gallinarum, 15 cfu's of klebsiella pneumoniae, and 15 cfu's of e. Coli . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.